Event description:
It was reported that the customer's insulin pump quit on him and that there was a black circle with a black dot in the middle on the screen. The customer's blood glucose was 170 mg/dl. The customer then stated that he had a blank display. Troubleshooting was done. The customer stated the contacts on the battery cap were not missing or damaged. Advised customer that a replacement battery cap would be send. Advised customer to insert a new aaa alkaline battery as soon as possible and that if the display did not return, to revert to a back-up plan per healthcare provider's instructions until the replacement battery cap arrived. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.